Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 24 mg/dl at the time of incident. The customer's blood glucose was below 20 mg/dl at the time of hospitalization. The customer's blood glucose was 88 mg/dl at the time of call. The customer's blood glucose was 141 mg/dl at the end of call. The customer's spouse stated that they treated the low blood glucose with food. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that they found that the drive support was sticking out, date was programmed incorrectly, bolus history was incorrect as well and the reservoir was not showing the same amount as the screen during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted during testing. The drive support cap was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.